Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) manufactures the stockert s3 bubble detector. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s3 bubble sensor displayed an error message and stopped the pump. The clinician elected to override the alarm and continue to procedure. There were no pt consequences. The investigation is ongoing. A f/u report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s3 bubble sensor displayed an error message and stopped the pump. The clinician elected to override the alarm and continue the procedure. There were no pt consequences.